Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted (sensor location unspecified). On 11/18/2023, the patient reported having high cgm readings on the cgm "around 300-400 mg/dl". The patient refused to do a bg meter fingerstick for comparison. The patient's mother brought the patient to the hospital. No patient symptoms were reported. No treatment/medications during the patient's hospitalization were available. The patient was discharged home after 24 hours. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. Product registration - correction adverse event and/or product problem - correction. Outcomes attributed to adverse event - correction. Describe event or problem - correction. Relevant tests/laboratory data,inclu - correction. Model no/ removed - correction. Catalog no - correction. Serial no - correction. Lot no - correction. Expiration date/ removed - correction. UDI/ removed - correction. Date received by mfg - correction type of report - updated/follow-up type of reportable event - correction type of follow up - correction/additional information device mfg date/ removed - correction labeled for single use - correction codes: health effect - impact code/ remove 2199 - correction/additional information codes: health effect - clinical code/ remove 4582 - correction/additional information codes: medical device problem code/ remove 3283 - correction/additional information codes: type of investigation/ remove 4115 - correction/additional information codes: investigation findings/ remove 3248 - correction/additional information codes: investigation conclusion/ remove 4307 - correction/additional information correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number 8c476h. However, data for the transmitter with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.